Event description:
Additional information was received from the manufacturer representative (rep) that the cause of the impedance issue was not able to be determined; it could not be determined if the battery caused an impedance issue at contact 3 on both lead and extension or if somehow that connection point was damaged. The surgeon stated it may have been tangled with the existing lead on the other side and worried about damaging if they had pulled too hard. Rep clarified that the reported impedance issue was high impedances over 5k.

Manufacturer narrative:
Continuation of d10: product ID b3301542m, serial #: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2026, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400060. Serial# (B)(6). Implanted: (B)(6) 2023. Explanted: (B)(6) 2026. Product type extension, ubd:2025-08-23 , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3301542m lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2026; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542m, serial/lot #: (B)(6), ubd: 23-aug-2025, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's best contact for therapeutic benefit is contact 3. Impedance issues arose on this contact (unknown how or why during normal use). Lead was tested with a lead test cable, and confirmed bad impedances on contact 3. Then after a new lead was inserted, it was connected to the existing extensions and battery and impedance issues on 3 re-emerged. Surgeon could not get half of the lead out of the head, so the part that was in the brain was removed, but part was cut up and left in the head. The extension also had an impedance issues so the extension and the battery will be returned. Manufacturer representative (rep) could not collect the bits of lead for return. Rep reports issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID: b3301542m, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID: b3400060, lot# va2tlqfv12, implanted: (B)(6) 2023, explanted: (B)(6) 2026, product type: extension. Product ID: b3400060, lot# va2tqhgv25, implanted: (B)(6) 2023, explanted: (B)(6) 2026, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11.